Event description:
It was reported the device had no image found at preparation for use. The intended pneumology endoscopy procedure was completed with the same device. There was no patient impact , no harm reported due to the event.

Manufacturer narrative:
The device is not expected to be returned for evaluation, follow up however is in progress. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the following led to the malfunction: no image is caused by a defective camera cable unit a device history review (DHR) was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the device had no image found at preparation for use. The intended pneumology endoscopy procedure was completed with the same device. There was no patient impact, and no harm was reported due to the event.